Event description:
It was reported through the stryker facebook page, "careful I have the same problem can't get all range of motion mine has been 1 year five months something is damaged or blocked nerve it's not good prayers for you and your family and friends".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.